Event description:
The hospital reported that during a procedure, a black metal piece appeared hanging at the distal tip of the scope as seen on the video screen. The doctor immediately withdrew the scope from the pt and removed the black metal piece by hand. The black piece was reportedly stuck in the biopsy channel. The foreign object was described as open ended black metal piece a quarter an inch in size. The physician reinserted the scope to continue with the procedure, but the procedure was eventually aborted due to narrowing of the pt's esophagus and the pt was discovered to have an erosion of the lower esophagus. The pt was taken to the surgery at another hospital for the medical intervention. The lead nurse reported that they do not suspect the endoscope to the cause of the pt's outcome since the scope did not reach the area with a tear or hole. The condition of the pt is unknown.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The black metal piece was not returned with the endoscope for investigation. The investigation revealed that there were no missing parts on the tip of the endoscope. The instrument channels were checked with a boroscope and did not find any evidence of black metal piece in these channels. The bending section glue was checked and it was found to be intact. There were other minor findings found at the conclusion of our investigation, which includes the following: image flickering, and buckled or damaged insertion tube, which is isolated to chemical damage. In addition, there were multiple non-olympus parts that were found in the device, which cannot be ruled out as a factor in the user's experience. The hospital has been contacted regarding this event and based on this conversation, the lead nurse does not suspect this device as the cause of the pt's outcome, since the device was not able to reached the affected area. This report is being filed as a MDR in an abundance of caution.